Manufacturer narrative:
(B) (4), (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hiatal hernia procedure, at the beginning, the scissors failed. Then the surgeon tried several times to restart the device and make a test in a saline solution recipient, but the active blade broke without any contact with the recipient. Unknown how case was completed. There were no adverse consequences to the patient.